Event description:
During treatment of the lcx, a wire perforations occurred. A side branch damage made it difficult to stop the bleeding. It was attempted to stop bleeding with a pk papyrus covered stent, but it was difficult to deliver it through the calcified lesion even with ez-guided assistance. Upon withdrawal the stent dislodged from the balloon and was removed by using another device. UDI (B)(4).

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system and the stent were returned separately. In the as returned state the stent was located inside the distal end of the 6f ez guide extension catheter used in the intervention. The stent shows signs of a dilatation in its distal portion. At the proximal end the stent cover is slightly damaged (i.e. Folded back). The balloon of the delivery system is well folded and shows no signs of inflation. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.